Event description:
Customer reported being hospitalized due to low potassium levels and high blood glucose. Customer also reported that infusion set cannula was bent when removed. Troubleshooting was performed and pump appeared to be operating normally.